Event description:
The defibrillator was repaired by the customer. Neither the reason for, nor the nature of those repairs are known. During post re-assembly testing, it fired once and then would not fire again. There was no pt involved. The printed circuit board was returned for repair. Tests on the board disclosed unusually low output impedance in an integrated circuit u12 on assembly 590263. The specific cause could not be determined. It is an unusual event, and appears to be a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.